Event description:
Philips received a complaint by the customer on the v60 indicating that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that there was misalignment in the touch position. A field service engineer (fse) went onsite and confirmed the reported issue. A calibration of the touchscreen was performed as an attempt to resolve the issue but was unsuccessful. The fse then replaced the touchscreen and confirmed the reported issue was resolved. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested and the failure was unconfirmed. Pil found that this touchscreen passed all flex cable resistance verification testing and all resistance ratio testing as well. This touchscreen was verified to be functional with no error.